Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and ¿the left cheek swollen and red¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions 4. Warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events per tables 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment, possible treatment site responds include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm volbella® xc. Seven months later patient was injected with juvéderm voluma® xc. One year later patient was injected to the fine lines, oral commissures, and marionette area with juvéderm volbella® xc. A few weeks later patient developed a swollen and red left cheek and late onset firm palpable nodules at all sites injected with vycross technology over the last 2 years. The next month after symptom onset patient saw a dermatologist thinking they had ¿skin issues¿. The dermatologist prescribed the patient a tapering dose of prednisone as well as antibiotics and clariton. Symptoms are ongoing. Patient had a flu shot 2 weeks prior to the last injection and had tetanus and typhoid shot 2 weeks after the last injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00364 ((B)(4)) and MDR ID# 3005113652-2018-00366 ((B)(4)). This MDR is being submitted for juvéderm voluma® xc.

Event description:
Follow up with healthcare professional indicated symptoms have fully resolved.